Event description:
Per the audiologist, the patient's skin flap will not heal correctly. The site is irritated and swollen and there is some drainage at the implant site. The patient¿s abutment was removed in the operating room while under anesthesia on (B) (6) 2010. The flange fixture remains implanted.

Manufacturer narrative:
(B) (4)